Manufacturer narrative:
Correction: event date should have been (B)(6) 2019 instead of (B)(6) 2019, should have included study.

Event description:
New information received notes the right ventricular lead was explanted and replaced on (B)(6) 2019. The patient was in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission. Upon review, the right ventricular lead exhibited noise oversensing that was binned as ventricular tachycardia/fibrillation. No intervention was performed. The patient was in stable condition.